Event description:
Info was received that reported a pt was hospitalized in 2008, due an incident of diabetic ketoacidosis. It was reported that the pt had been ill most of the day with high bg's all day. That afternoon the pt was brought to the hosp and had blood glucose of 613mg/dl upon admission. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.